Event description:
In 2009, this patient was treated for an aortic dissection with three gore tag thoracic endoprostheses. The gore tag thoracic endoprostheses were successfully placed and the dissection was excluded. During the procedure, a gore introducer sheath with silicone pinch valve (lot/serial number not available) was introduced to the right groin. It was noted that the vessel size was a little too small. Measurements are not available. When the gore introducer sheath with silicone pinch valve was withdrawn, a portion of external iliac artery was torn out with it. The physician blocked the tear with an occlusion balloon and repaired the torn iliac with a graft. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device size and lot number were unavailable.